Event description:
It was reported that the customer passed away. Prior to her death, the customer was hospitalized with a blood glucose reading of 1002 mg/dl. The insulin pump was removed from the customer at the time of the hospitalization, and it remained off for three days. The caller agreed to return the insulin pump for analysis, and did not want it back. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.